Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was using the guide wire during insertion when it broke. Additional information has been requested. Follow up information states, no additional information is available.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire broke during insertion was confirmed. One unraveled guide wire and one 3-lumen 7fr x 20 cm catheter were returned. Visual examination found the guide wire is unraveled near the proximal end. The guide wire had multiple kinks/bends over the length of the body. A manual tug test confirmed that the distal weld remains intact. Microscopic inspection found that the core wire was broken adjacent to the proximal weld which remains firmly attached to the coil wire. Both welds were observed to be full and spherical. The guide wire drawing specifies a length of 600 +/- 4 mm and an outside diameter of .788/.826 mm. The length was confirmed to be consistent with the drawing. The diameter of the guide wire measured 0.794 mm, which also met specifications. The catheter showed evidence of use but no defects or anomalies were observed. An .035" gage wire was passed through the distal lumen without restriction which meets the requirements of the catheter drawing. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could other remarks: damage or break the wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed and did not reveal any manufacturing related issues. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.